Event description:
The following has been reported: we were about to give patients ivf infusion when the chamber broke off from the main tubing. As you can just imagine, water came down like a waterfall and had to mop the floors before we started the case. The patient was not hurt and no air entered the patient's body as this happened prior to the start of the case. A preliminary review of the logs could not be performed. The device was returned for evaluation. Drip chamber of returned admin set was found separated from admin set tubing due to failure of the glue bond. No signs of tubing damage from improper use. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR as a conservative measure. No adverse effects were reported.